Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 214 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was notable to trouble shoot the issue but stated that they will call back to trouble shoot the issue if they receive another no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.